Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), lot: (B)(6).

Event description:
A report was received that the patient was experiencing swelling, irritation, and pain at implant site of the right ipg. The physician performed a culture test that revealed a staphylococcal infection. The patient was placed on antibiotics, and swelling was down and patient was doing well. Additional information was received that the patient underwent a procedure where the ipg and lead adapter were explanted due to the infection.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed a review of the device history records will be conducted if there is any further relevant information from that review a supplemental med watch will be filed

Event description:
A report was received that the patient was experiencing swelling, irritation, and pain at implant site of the right ipg. The physician performed a culture test that revealed a staphylococcal infection. The patient was placed on antibiotics, and swelling was down and patient was doing well.